Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: the patient underwent a mesh implantation on (B)(6) 2007 due to stress urinary incontinence. It was reported that following insertion the patient experienced mesh erosion, urethral burning, vaginal discomfort, vaginal pain and inability to sit for long periods of time and to have sexual relations. The patient underwent partial mesh removal of eroded mesh and vaginal repair on (B)(6) 2011. (B)(4) ¿ urethral burning; vaginal discomfort; inability to sit for long periods of time; dyspareunia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.